Manufacturer narrative:
Upon inspection, it was found that the patient had a distinct c shaped line on the bottom of his heel which appeared to be bruising. The device's foot plate examined in relation to the patient's shoe and determined they were using a smaller footplate than was appropriate. The patient was most likely standing on the heel cup of the foot plate throughout his last training session, which could have caused the lesion. The footplates were switched to larger ones and the patient donned the device. Upon standing, the patient reported no deep pressure in the r foot which he was experiencing in the prior session.

Event description:
The therapists reported that the patient had been experiencing r ankle edema and redness. Upon their inspection, it was found that the patient had a distinct c shaped line on the bottom of his heel which appeared to be bruising. Several days later, it was communicated via a phone call that the patient's r ankle swelling had not subsided and had a follow-up appt scheduled with an md. After examination with the md, where x-rays were taken, it was determined that the patient had sustained a superior calcaneous fracture.